Manufacturer narrative:
(B)(4). Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures.

Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericarditis may have been procedure related.

Event description:
Following an atrial fibrillation ablation procedure, the patient developed pericarditis and septicemia. The ablation procedure was completed with no issues noted but the patient developed pericarditis post-procedure due to ablation on the posterior wall of the left atrium. The patient then developed septicemia, which was treated with antibiotics and local anesthetic; however, the patient subsequently expired. There were no performance issues with any sjm device during the ablation procedure.